Manufacturer narrative:
Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(6), ubd: 04-apr-2016, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that a spinal cord stimulator (scs) was causing numbness in the feet. The scswas initially implanted for low back pain, not for leg or feet pain. The patient realized the stimulator was causing the numbness after turning it off for several months, during which the feeling returned to their feet. An x-ray was taken, revealing that the lead was positioned at t10/11, which stimulates the lower legs and feet. Troubleshooting included attempted reprogramming to redirect stimulation away from the feet, but this was unsuccessful. The issue was resolved as the patient experienced a return of sensation in their feet after keeping the stimulator off. The manufacturer representative (rep) indicated they would send any further information as they become aware.